Event description:
It was reported that during an aneurysm procedure, it was reported that the physician attempted to advance the subject stent through the microcatheter in the middle cerebral artery (mca). Approximately 40 cm into the insertion, significant resistance was encountered, preventing any further advancement of the subject stent. The physician then tried to withdraw the subject stent back into the introducing sheath but found it stuck at its current position and unable to move. Since the microcatheter was already in place, the physician had no option but to withdraw the entire system. Subsequently, both the microcatheter and the subject stent were replaced with new units, allowing the surgery to proceed successfully. During the withdrawal of the microcatheter and subject stent together, it was discovered that the subject stent had detached within the microcatheter. Post-surgery, the microcatheter was examined carefully, and no external damage was observed. To confirm whether the subject stent remained inside the microcatheter, the physician used a scalpel to cut open the microcatheter, verifying that the subject stent was still contained within it. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the sdw (stent delivery wire) was noted to be kinked/bent. The stent was found deployed inside the microcatheter and was recovered during the microcatheter investigation. Upon inspection, it was noted to be deformed. The stent introducer sheath distal tip was damaged. A functional inspection was not available - the reported event was confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported 'stent deployed prematurely during use' was confirmed during device analysis. The as reported code 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was deployed, however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the physician encountered resistance during advancement of the stent, upon withdrawing the stent back to the introducer sheath, the stent got stuck and couldn't move. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was moderately tortuous. During analysis, sdw was noted to be kinked. The stent was found deployed inside the microcatheter and was recovered during the investigation. The stent was found to deformed and the distal tip of the introducer sheath was damaged. Given the event description, and the condition of the atlas components, it is likely that the introducer sheath was initially set up correctly but subsequently and inadvertently moved distally prior to stent advancement out of the sheath. This is supported by the damage noted to the distal tip of the sheath. Therefore, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would become damaged as it moves through the damaged distal opening. The user will then experience increased resistance while attempting to advance the stent into the microcatheter, resulting in damage to the stent (and very often to the sdw as well). This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the as reported 'stent deployed prematurely during use' and 'stent difficult/unable to advance or pullback through catheter' and the as analyzed' codes 'stent deployed prematurely during use', 'stent introducer sheath distal tip damaged', 'sdw kinked/bent', and 'stent deformed.' This complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during transfer/use.

Event description:
It was reported that during an aneurysm procedure, it was reported that the physician attempted to advance the subject stent through the microcatheter in the middle cerebral artery (mca). Approximately 40cm into the insertion, significant resistance was encountered, preventing any further advancement of the subject stent. The physician then tried to withdraw the subject stent back into the introducing sheath but found it stuck at its current position and unable to move. Since the microcatheter was already in place, the physician had no option but to withdraw the entire system. Subsequently, both the microcatheter and the subject stent were replaced with new units, allowing the surgery to proceed successfully. During the withdrawal of the microcatheter and subject stent together, it was discovered that the subject stent had detached within the microcatheter. Post-surgery, the microcatheter was examined carefully, and no external damage was observed. To confirm whether the subject stent remained inside the microcatheter, the physician used a scalpel to cut open the microcatheter, verifying that the subject stent was still contained within it. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.